Event description:
It was reported that the customer was hospitalized and is currently in a coma due to low blood glucose. Caller stated that the customer was found unconscious at home with infusion set and reservoir connected to customer's body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.